Event description:
It was reported that the camera head was found leaking during reprocessing. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
Based on the results of the investigation the customer's allegation was confirmed. According to the investigation, product analysis confirmed that the reported issue (¿leak detected") and the unit failed leak test at the back of serial plate. In additional puncture on cable was found. Based on the results of the investigation, cause traced to component failure. A definitive cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.